Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is not enough information available to clearly establish if the reported radiology findings are of clinical significance. If additional information becomes available, the findings will be re-assessed per processes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is not enough information available to clearly establish if the reported radiology findings are of clinical significance. If additional information becomes available, the findings will be re-assessed per processes.

Manufacturer narrative:
(B)(6). Exact dates of onset for the adjacent disc degeneration are unknown. However, the imaging confirmed the diagnosis on (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, and (B)(6) 2010. This report is for one (1) unknown prodisc-c implant. Without a valid part and lot number, a UDI number cannot be generated. It is unknown if the complainant part has been (or will be) explanted. (B)(4) adjacent level disc degeneration. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via clinical prodisc-c study that a patient presented with lower right back pain. The patient was originally implanted with a medium deep, 5mm prodisc-c implant. Thereafter, the patient presented with difficulty swallowing, neck pain, and detectable (and mild) adjacent disc degeneration disease at c6 and c7. The adjacent level disease was discovered through radiologic assessment. Treatment was not noted for the difficulty swallowing as it reportedly resolved; however, medication and physical therapy were prescribed for the neck pain, which is reportedly on-going. This report will address the detectable (and mild) adjacent disc degeneration disease discovered at c6 and c7. Radiological assessments on the following dates detected this occurrence: (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, and (B)(6) 2010. This report is for one (1) unknown prodisc-c implant. This report is 2 of 2 for (B)(4).